Event description:
Boston scientific received information that this product was part of a system revision due to infection. Furthermore, it was reported that when the lead was pulled out, the gore coating on the proximal coil slipped all the way down over the distal coil. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.